Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Device had scratched keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump bottom was broke unable to give right amount of insulin. The customer¿s blood glucose level was unknown. Customer stated insulin pump one button was broken. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.